Manufacturer narrative:
(B)(6).

Event description:
It was reported that during procedure, device was put in place but when trigger was pulled, both ts were deployed simultaneously. Ts did not stay anchored, both were removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.